Event description:
Philips received a complaint on heartstart xl defibrillator indicating that the device was unable to discharge. There was no patient involvement. The device was evaluated by the philips fse at the customer¿s site. It was determined that an error message (unable to discharge) was displayed on the monitor due to the malfunction of the capacitor. Therefore, fse recommended to replace the defibrillator capacitor assy. The device returned to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was malfunction of the capacitor. The reported problem was confirmed.